Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received, with a flashing medtronic logo. Unable to perform the displacement test, self-test, due to flashing medtronic logo. Pump was cut open to perform visual inspection. And found moisture damage on the pcba1, pcba2. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, partially broken retainer. Flashing medtronic logo, due to moisture damaged electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the insulin pump was exposed to moisture. And there was moisture in the screen. The customer reported, no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested. And the device was returned for analysis.